Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, the clip would not deploy because the sheath did not split correctly. The starclose se device was removed from the anatomy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported sheath splitting issue was confirmed. A search of the lot history record for the reported lot revealed no non-conformances associated with this lot which could have contributed to this complaint. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency. Thirteen unused, sterile representative samples with the lot number 31021k1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). The date of occurrence is an estimated date and entered as (B)(6) 2014 as the exact date could not be remembered. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.